Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2020, 3988 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2020, 3988 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("essure coils in the cornua of the uterus.") In a 41 year-old female patient who had essure inserted (lot no. 20214171) for female sterilisation. The patient had a medical history of multiparous, uterovaginal prolapse (urethral hypermobility 45 degrees stage ii uterovaginal prolapse stage iii uterovaginal prolapse 2. Stage iii cystocele/ rectocele 3. Stress urinary incontinence - uds confirmed), rectocele (cervix at c -2 and stage ii rectocele 2 cm vaginal wall inclusion cyst at the introitus) and obesity. Previously administered products included: phentermine, tolterodine and zolpidem. On 23-dec-2009, the patient had essure inserted. On 16-nov-2020, 3981 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with unilateral salpingectomyanterior and posterior colporrhaphy- cystourethroscopy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35.139 kg/sqm. [Pathology test] (date unknown): specimen(s) received 1: uterus, cervix 2: right fallopian tube clinical history incomplete uterovaginal prolapse, cystocele, rectocele. Final pathologic diagnosis 4. Uterus and cervix, total hysterectomy: cervix: benign cervical mucosa with chronic inflammation and reactive changes. Endometriumproliferative endometrium. Myometrium: leiomyoma (greatest dimension: 0.3 cm). 2. Right fallopian tube, excision: no significant histopathologic abnormalities identified. Procedures/addenda addendum addendum comment intraoperative diagnosis was not on final report. Intraoperative diagnosis gross consult: "metal coils identified in both right and left comu / proximal fallopian tube microscopic description microscopic examination is performed on multiple sections, six slides in total. Gross description: there is a 0.3 cm white, whorled intramural nodule. The remaining 2.4 cm thick myometrium is unremarkable. The overlying endometrium is velvety and tan to red, 0.1 cm thick. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device dislocation (10064684) lot number:20214171, manufacture date:2009-05, expiration date:2012-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("essure coils in the cornua of the uterus.") In a 41 year-old female patient who had essure inserted (lot no. 20214171) for female sterilisation. The patient had a medical history of multiparous, uterovaginal prolapse (urethral hypermobility 45 degrees stage ii uterovaginal prolapse stage iii uterovaginal prolapse 2. Stage iii cystocele/ rectocele 3. Stress urinary incontinence - uds confirmed), rectocele (cervix at c -2 and stage ii rectocele 2 cm vaginal wall inclusion cyst at the introitus) and obesity. Previously administered products included: phentermine, tolterodine and zolpidem. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2020, 3981 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with unilateral salpingectomyanterior and posterior colporrhaphy- cystourethroscopy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35.139 kg/sqm. [Pathology test] (date unknown): specimen(s) received 1: uterus, cervix 2: right fallopian tube clinical history incomplete uterovaginal prolapse, cystocele, rectocele. Final pathologic diagnosis 4. Uterus and cervix, total hysterectomy: cervix: benign cervical mucosa with chronic inflammation and reactive changes. Endometriumproliferative endometrium. Myometrium: leiomyoma (greatest dimension: 0.3 cm). 2. Right fallopian tube, excision: no significant histopathologic abnormalities identified. Procedures/addenda addendum addendum comment intraoperative diagnosis was not on final report. Intraoperative diagnosis gross consult: "metal coils identified in both right and left comu / proximal fallopian tube microscopic description microscopic examination is performed on multiple sections, six slides in total. Gross description: there is a 0.3 cm white, whorled intramural nodule. The remaining 2.4 cm thick myometrium is unremarkable. The overlying endometrium is velvety and tan to red, 0.1 cm thick. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device dislocation ((B)(4)). The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Medical history & lab data added including pathology test .reporter information added .lot number added .non drug treatment updated. Event device dislocation added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report